Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient tested positive for staph infection. The physician does not know the exact cause of the infection; however, physician does feel that the infection was a result of the implant procedure with unknown source of infection. The complete ICD system was explanted. A new system will be implanted after the infection is cleared. Patient was stable throughout the event.